Event description:
Customer is receiving glucose reading of 425 & 53 mg/dl and reported that it seems higher than she feels. Test was performed on the finger. Results when plotted on a parkes error grid fell into the "c" zone showing the difference to be clinically significant. Please note that customer excessively squeezed test site to obtain sample. There was no report of death, serious innjury or mistreatment.